Event description:
It was reported that the user paused ilet insulin delivery before outdoor activity, consumed regular cola while in range, and subsequently forgot to resume delivery, after which the system was guided to resume and autonomously deliver correction doses; the user later observed discordant cgm readings versus a fingerstick, replaced the dexcom g7 sensor, and glucose returned to range. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and recovery to target glucose. Investigation included customer care troubleshooting, user education on resuming insulin delivery, confirmation of automated correction behavior, and recommendation to address cgm accuracy with the sensor manufacturer. Investigation of this case revealed user management of insulin suspension and an inaccurate cgm sensor that overstated glucose compared with a fingerstick. It was concluded that hyperglycemia occurred with cause unclear due to combined factors of paused insulin and inaccurate cgm data influencing perceived severity. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.